Event description:
A nurse contacted baxter product surveillance stating that a transfer set had fallen off the catheter on a home patient. The transfer set had been in place for about two weeks. A plastic adaptor was used and the initial connection was made by hand. The nurse did not know how the transfer set came off. The reported separation occurred at the transfer set adaptor / catheter interface. The home patient was given 1 gram of vancomycin prophylactically. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B) (4).